Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval did not reproduce the symptom false upstream occlusion alarms, but the symptom is considered confirmed, since it was discovered during functionality testing. The ultrasonic sensor readings were found to be within spec. The ultrasonic sensor war replaced to ensure accurate occlusion detection.